Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon stated that the stent "wasn't working well enough", and removed the stent to allow a full goniotomy procedure. The surgeon noted that further information is not available.

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient's disease has progressed since receiving a stent years ago, and the surgeon is planning more invasive surgery to lower the intraocular pressure. Reportedly, the surgeon does not want the stent in the trabecular meshwork while performing a goniotomy.

Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. An adverse event appears to have occurred but specific details were not provided. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent procedure, the surgeon is planning to explant the device in two (2) weeks; however specific details were not provided. Additional information has been requested.